Manufacturer narrative:
Further investigation: the angiographic injector was taken out of service in 2007 and returned to acist medical systems on five days later. The angiographic injector was tested and met all pre-established specifications. Disposable kits used during the event were not retained by the user facility; therefore, no analysis could be performed on those items. Cineangiogram is being returned by the user facility to acist; upon completion of review by acist's medical advisory board, a supplement report will be submitted.

Event description:
User facility reported: during a carotid stent procedure, using the acist angiographic contrast injection system, air was injected into a patient, and the patient suffered a stroke. The patient was aphasic after the event.